Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge for 1.3mm and 1.5mm screws was found broken in sterile processing department. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part #: 319.004, synthes lot number: 7682991, manufacturing site: synthes jennserville, release to warehouse date: 14-may-2014. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6; investigation summary background: it was reported that on an unknown date, the depth gauge for 1.3mm and 1.5mm screws was found broken in sterile processing department. There was no patient involvement. This complaint involves one (1) device. Investigation flow: visual/damage. Visual inspection: the depth gauge for 1.3mm and 1.5mm screws (p/n: 319.004, lot number: 7682991) was received at us cq. Upon visual inspection it was noticed that the needle component is broken at the distal end and the protection sleeve component is missing. Document/specification review: 319_004 rev p (current) and rev g (manufactured) 319_004_3 rev g no design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the depth gauge for 1.3mm and 1.5mm screws (p/n: 319.004, lot number: 7682991) as the device was broken at the distal end and is missing the protection sleeve. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.